Manufacturer narrative:
D9: product received date 1/21/2025. H3: one device was returned for repair with complaint that there was a cassette attachment error message. Review of event log found cassette attachment errors. There was no 12-month service history. Visual and functional testing was performed. Complaint was confirmed with downstream occlusion (dso) test. Device had intermittent connection issues and failed the test. After replacing the dso sensor the unit passed the downstream occlusion test without issue. During investigation, also found the upstream occlusion (uso) seal was peeling and replaced. Performed dso/uso sensor calibration. Device passed all testing criteria post repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette attachment error message. There was unknown patient involvement and unknown signs or symptoms experienced.